Event description:
It was reported that during trocar placement, a vein was nicked, and a vascular surgeon was called in to repair the damage. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.